Manufacturer narrative:
Continuation of d10: product ID: 8709sc, lot# h841860003, implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 22-sep-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. It was reported that the patient's system was explanted occurred on (B)(6) 2020 due to inadequate efficacy.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that on 06/26/2025, the company rep was able to confirm through hcp's office that he had explanted the device on (B)(6) 2020. It was the company representative's understanding was that medtronic was not notified of the explant in 2020 and the hcp office disposed of the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.